Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported an open blister under the left side on his back. There is no alleged device malfunction. The patient's cardiologist suggested using bacitracin on the skin irritation. Follow-up indicated that the skin irritation was healed.